Manufacturer narrative:
Investigation results: during the analysis of this complaint, the batch history, nonconformance records, and corrective maintenance logs were reviewed, and no records and/or evidence were found that could be linked to this occurrence. Furthermore, since the complaint was not received by a sample or photos for analysis, it was not possible to confirm the reported defect. Based on the investigation results so far, no root cause has been identified for this complaint.

Event description:
No additional information.

Event description:
The patient is a long-term inpatient undergoing continuous invasive blood pressure monitoring. On (B)(6) 2026, the arterial catheter was replaced. Overnight, blood seepage was observed at the puncture site. The nurse tightened the connector, applied gauze pressure to the puncture site, and changed the dressing. During the morning shift handover, the nurse observed continued bleeding at the arterial puncture site on the patient's left hand. Upon re-examination, a ruptured soft-tip catheter was identified as the source of leakage. The arterial line was repositioned and reinserted. Failure to detect this issue promptly could have resulted in persistent bleeding.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.